Event description:
Additional information was received that a revision procedure was performed for the out of range shock impedance measurements. During the revision, the connection between the non-bsc lead and device was verified. No connection issue was found. No obvious lead or device issue could be identified. Both the rv lead and the device were explanted and a new device and rv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system has exhibited both, low and high, out of range shock impedances with a competitor's right ventricular (rv) lead. The patient has been seen in the clinic. The high, out of range impedances were able to be reproduced with pocket and device manipulation in multiple shocking vectors. The patient was referred for an appointment with the implanting physician to discuss the issue. At this time, no adverse patient effects were reported, and this device system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, no further information concerning this report is available, and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.